Event description:
The customer reported the differential shear valve of a coulter lh 750 hematology analyzer leaked a few milliliters of clear fluid. The leak was contained within the instrument. The customer also reported the background count failed at the time of the leak. The instrument operator was wearing a lab coat and gloves at the time of the event. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from disconnected erythrolyse supply tubing to the differential shear valve. The fse trimmed and reconnected the tubing, which resolved the leak and background count failures. In addition, the fse found dried debris in the sample tubing from the differential shear valve to the differential mixing chamber; the fse suspected this restriction caused back pressure and the erythrolyse supply tubing disconnected as a result. The fse replaced the sample tubing from the differential shear valve to the differential mixing chamber to resolve the back pressure. (B)(4).